Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and identified that the wireless footswitch did not charge, nor was any led indicator lit. These symptoms may occur when the connection with the wireless connection is lost. The wireless footswitch, wireless base station and the wireless footswitch charger were replaced. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was not working and x-ray was not possible. No harm to the patient has been reported to philips. The system was not in clinical use. Philips has started an investigation of this complaint.